Event description:
It was reported that an unspecified physician attempted arteriotomy closure of a common femoral artery using a proglide device after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed from the patient's groin and an unspecified method was used to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date, reported as occurring within the month of (B)(4) 2011.

Manufacturer narrative:
(B)(4). Analysis of the returned body of the device including handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency noted. The plunger, cuffs, link, needle tip and monofilament were not returned, which may have aided in the investigation. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. Since there was no information provided for the device failure mode, the probable cause for the reported event is undetermined. Review of the device history record for this lot did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. During the manufacturing process, each device is subjected to inspection to help ensure that all products perform according to specification. In addition, a quality control audit inspection is performed to verify product quality.